Manufacturer narrative:
(B)(4).

Event description:
During a follow up, the device was unable to be interrogated. During a lead replacement procedure the following day, the issue was not resolved and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, the device showed anomalous interrogation. Telemetry was found to be very strong and appeared normal. A review of the device image indicated that data errors had occurred. After the product code was reloaded, the device interrogation showed normal characteristics. An error message found in the device image indicated that an error occurred during data saving process which likely contributed to the reported event.